Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2006 for neck and bilateral arm pain. It was reported that her ipg was explanted due to ineffective stimulation. The amplitude allegedly could not be increased high enough to provide effective therapy relief. The rest of the pt's scs system remains implanted.